Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter; during a laparoscopic gastric bypass at the point which the anvil was being placed through a stomach, the anvil detached from white plastic trocar when the surgeon pulled on the string attached to it while he was attempting to pull it through the stomach. The anvil fell into the stomach and the surgeon had to enlarge the gastrotomy incision and retrieve both pieces of the device from the patient. The surgeon ended up reducing the gastric pouch to an esophageal pouch. The surgeon used a stapling device trans orally to place another anvil to proceed with the procedure. There was additional tissue loss to the patient due to this and the procedure was extended by more than 30 minutes.

Manufacturer narrative:
Evaluation summary:post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a procedure.visual and functional evaluation indicated no abnormalities.records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. No enhancements or improvements were generated for the reported condition.based on the evidence available the reported condition was not confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.